Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise and oversensing were detected on the right ventricular (rv) channel. The root cause for the clinical observations was not determined. As a result, this rv lead was explanted and replaced along with the associated implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Only two segments of the lead were returned. A terminal end segment and a tip segment. Testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The clinical observations could not be confirmed by analysis of the lead segments returned. Analysis did find explant related damage on the lead.